Event description:
It was reported that shaft break occurred. During preparation of a 2.00mm x 8mm emerge balloon catheter, it was noted that the shaft broke while removing the device out from the hoop. The device was not used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device was evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 25.2cm distal of the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During preparation of a 2.00mm x 8mm emerge balloon catheter, it was noted that the shaft broke while removing the device out from the hoop. The device was not used inside the patient. No patient complications were reported.